Event description:
It was reported that prior to the explant of the pt's ((B)(6)) scs sys, a procedure (date unk) was undertaken to reposition the ipg due to its' movement in the pocket. It was reported the pt previously complained of increasing pain in the groin area near the ipg site. An x-ray confirmed that the ipg had migrated. In the context of the revision procedure, a hematoma was observed and relieved prior to the repositioning of the ipg. Reference MFR report numbers: 1627487-2013-000063, 1627487-2013-00064 and 1627487-2013-00065 for the required reports concerning the explant of the pt's scs sys.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.